Manufacturer narrative:
(B)(4).

Event description:
During ongoing treatment, an external fluid leak was observed, reportedly originating from the end cap of a polyflux 140h dialyzer. No patient clinical symptoms or medical intervention was reported. No additional information is available.